Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error while the customer was changing the reservoir. The customer's blood glucose level was unknown at the time of the incident. When they clicked rewind, the insulin pump motor went the wrong way and insulin came out of the catheter. The drive support cap was not protruded, loose, sticking out or flush. The insulin pump was not been exposed to high magnetic environment. The customer was not able to clear the alarm because every time they rewind; the motor error comes back with and without the reservoir in the insulin pump. The customer was advised to refer to the backup plan. The customer reported that they had a pen and plan. They also had the insulin pumps settings but will call back for assistance programming the insulin pump. The device will be returned for analysis.